Event description:
It was reported by the aci sales professional that a (B)(6) year old female patient with history of coronary artery disease, a cut-down of the right femoral artery, and a previous deployment of the mynx sealant, underwent a coronary stent implantation (intervention) procedure on (B)(6) 2011 due to a chronic total occlusion (cto) of the coronary artery. Access was obtained at the right common femoral artery via a 6f sheath (model unknown). A pre-procedure femoral angiogram showed the vessel size to be 6 mm and no evidence of calcium. The patient was anti-coagulated with angiomax and was injected with 1 gram of ancef peri-procedure. Following the procedure, the physician who is in training and with the aci sales professional in attendance and proctoring the case, used the mynx cadence for femoral arterial closure. There were no complications reported during the procedure and hemostasis was reportedly achieved with the mynx cadence, although very slight ooze was noted at the access site. The patient was ambulated and discharged to home the same day with no reported clinical sequela. It was reported that 2 days post discharge ((B)(6) 2012), the patient presented to the emergency room (ER) with bleeding at the accessed groin. The ER staff held 20 minutes of manual compression on the site and the bleeding was resolved. The patient was discharged to home the same day. On (B)(6) 2012, it was reported that the patient called the attending physician because the patient was still having pain at the access site. On (B)(6) 2012, the patient presented to the physician's office. At this time, the cath lab manager notified the aci sales professional that the patient was in the office with a hematoma. The physician performed an ultrasound which ruled out pseudoaneurysm. When the physician pressed on the site, a subcutaneous liquid was expelled along with "3 small pieces" of sealant. The physician sent the patient to the ER where a CT scan was performed. The CT scan result revealed no presence of a pseudoaneurysm. The ER cardiologist expressed the site and another larger piece of the sealant was expelled. The physician injected the site with lidocaine. After the sealant was expressed, the area was soft and dry and the patient was sent to home with no hematoma or fluid upon discharge on (B)(6) 2012. The material was not sent for culture. Per the aci sales professional, the physician does not think the site had infection, rather the physician felt the sealant was not absorbing and it needed to be expelled.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1124903) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.